Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The rx acculink referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a mildly calcified, internal carotid artery, acculink stenting procedure, after stent implantation, as the emboshield embolic protection system (eps) filter was being removed (difficulty with removal), the stent was displaced (migrated) proximally off part of the lesion. The emboshield eps was removed successfully without reported intervention, another emboshield eps was advanced and another unplanned acculink stent was implanted to cover the lesion successfully. There was no clinically significant delay or no adverse patient sequela reported. The patient was discharged home on (B)(6) 2013. There was no additional information provided.